Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 611 mg/dl and insulin injections were administered. The cause of the high bg was due to the customer being inattentive to diabetes, the luer lock connectors not matching (luer lock and t:lock) and lack of pump therapy. The customer was hospitalized and was treated with a modified diet. The customer reported memory loss. High bg was resolved and the customer was discharged on (B)(6) 2018. Tandem technical support reviewed the different types of luer locks with the customer.

Manufacturer narrative:
Customer did not report having any luer lock/t:lock issues at the time of the reported high blood (bg) glucose and it was not a contributor to the high bg or hospitalization.